Event description:
Update 1/19/2018: loss of capture was also noted during the pre-operative check.

Event description:
It was reported when an asymptomatic patient presented during a post operative check, high capture thresholds were observed. Chest x-ray revealed that the left ventricle lead was dislodged. The lead was explanted and replaced on (B)(6) 2017. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.